Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube window corners, a partially broken reservoir tube lip, cracked battery tube threads, a shifted end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen and battery compartment had broken and missing pieces. Customer does not know how damage occurred. Customer also reported that blood glucose dropped to 23 mg/dl in the middle of the night and customer was taken to the hospital on (B)(6) 2016. This is the only information regarding hospitalization that customer was able to give.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.